Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. It was confirmed that the patient was initially implanted with competitor. Therefore, this was not a revision of zimmer biomet product.

Manufacturer narrative:
(B)(4). :concomitant medical products: unknown nexgen articular surface, cat#: unknown lot#: unknown, unknown nexgen femoral, cat#: unknown lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07106, 0001822565-2017-07107, 0001822565-2017-07108. Product location unknown.

Event description:
It was reported that the patient was revised to address pain and misalignment of products. Attempts have been made and no further information has been provided.